Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot login to the cabinet as the screen is asking for windows password. A technical support specialist (tss) logged in, cleared that screen and confirmed user can login to the cabinet and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to log in to the cabinet because the screen prompted for a windows password. However, there were no delays or adverse events or injuries reported based on this event.